Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 814:01 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the condition of fail code 814:01 was confirmed. This fail code was caused by outdated batteries. The batteries were replaced. The issue of fail code 814:01 is currently being investigated. The battery issue is being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.